Event description:
Customer reported a patient that was previously negative at immediate spin with previous lots of anti-d is reacting at immediate spin with anti-d bioclone lot db267a1. No death or serious injury was associated wtih this incident.